Manufacturer narrative:
The manufacturer's service representative instructed the customer to clean the boards and check connections. There have been no more error messages. The system is operating as intended.

Event description:
The customer reported that the 9900 system had intermittent fast stop error messages. No patient injury was reported.